Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol came stuck in the cartridge and came out half in and half out of the patient's eye. Additional information has been requested.

Manufacturer narrative:
The device and the lens were returned in the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. A posterior aneurysm was observed beginning in the thick nozzle cone wall prior to the wound guard. This aneurysm extended through the wound guard, and enlarged throughout the tip. The thinner device tip material was extremely stretched and folded. The lens was returned outside the device, positioned on top of the device loading door. Viscoelastic was observed on the lens. The lens was cleaned to remove the viscoelastic. One haptic distal area had broken areas on the edges and posterior surface. The optic posterior had scrape marks in the central optic zone. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The device and the lens were returned separately. Heavy lens damage and severe tip damage was observed to the device. This type of tip damage is typically progressive and worsens as the lens is advanced. The damage on the bottom of the nozzle started in the thick wall cone area of the nozzle. The damage extended through the thick would guard area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. The observed device damage would indicate the lens and/or plunger were not in acceptable positions for advancement. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).